Event description:
(B)(4) report received reporting concerns with residual fluids/sediment seen on the mc100 microclave clear connector. The report describes the issue as follows "rn noted yellow-ish sediment in microclave while tpn and lipids were infusing via a broviac line. The only fluids running through this microclave were tpn and lipids together. When the tpn/lipids were not running d1ow with 1/2 unit of heparin/cc would infuse. No meds were being infused... The microclave was removed and changed out with new microclaves". There were no reported adverse patient consequences. Device return: one used mc100 microclave connector. Visual inspection (pre and post decontamination) was performed. The results recorded various component damages including seal tears in multiple locations and crazing on and around the female luer. The report also documented a yellowish substance/stain in the connectors fluid path. Engineering analysis: these types of component damages have been known to occur with very long connection times. Cdc guidelines recommend changing needless connector every week or dependent on extreme usage conditions where the septum is no longer intact. Where evidence of seal damage/coring are apparent, previous investigations have identified this type of component damages are typical of access with a mating male luer with an inside diameter smaller than 0.062". The microclave connector should only be accessed with an iso complaint male luer with an inside diameter between 0.062" and 0.110".

Manufacturer narrative:
Findings: visual analysis of the "as-received" mc100 connector confirmed various component damages and discoloration. The root cause(s) of the component damages are attributable to incorrect usage/inadequate flushing. ICU medical has met with facility educators and staff to review microclave changeout practices per cdc guidelines as well as microclave dfu and change recommendations. Additional note: initial information concerning microclave usage/concerns was received by the mfger. In february 2014. Although requested relevant event information was not provided per facilities risk mgmt/policies. ICU medical services quality and clinical support personnel met with facility mgmt. And clinical staff to review product issues and device applications. Additionally set-ups/mating devices were evaluated to provide compatibility assessments to ensure optimal performance for their clinical needs and applications.